Event description:
During troubleshooting the home patient (hp) stated, he changed out the cassette only and used the same bags. The technical service representative (tsr) explained set up was potentially compromised. Tsr informed hp to start over using new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The root cause is that the patient reused solution bags. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.